Event description:
The distributor reported an oxygenator leak during bypass surgery. It was also informed that the patient died. The death cannot be attributed to the product problem. There is no evidence indicating the circumstances of the death. No case records have been provided, even though requested by the company.